Manufacturer narrative:
This report is submitted on april 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [139383-device analysis report.pdf]

Event description:
Per the patient's surgeon, the patient experienced poor performance and extrusion of the receiver-stimulator; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.